Event description:
It was reported a perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used with a 24mm watchman laa closure device and delivery system were used. During deployment of the closure device, the device was pushed forward and deployed into the pericardium. Pericardiocentesis was performed and the patient was then sent to surgery. During surgery, the laa was clipped and the device was removed. The patient was stable.